Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and during inspection stm observed that console cover was damaged. Console cover, slide handle, and corresponding screws were replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
During a previously scheduled service call, the cardiosave intra-aortic balloon pump (iabp) had a damaged console cover. There was no patient involvement, and no adverse event reported.